Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The customer stated it was an intermittent issue. The fsr replaced the roller pump display and display to pump board cable and performed all functional testing successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display did not turn on but the pump was still functional and able to be controlled by the central control monitor (ccm). After multiple attempts to turn the display on, the team physically agitated it and the issue resolved. There was no delay, and no reported consequences to the patient. No other details regarding the nature of this event were provided.